Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2018 at noon due to hyperglycemia. The customer reported that she had high blood glucose levels of 45.7 mmol/l at the time of hospitalization. The customer reported that the current blood glucose level was 4.4 mmol/l. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated that she was given necessary boluses and her blood glucose level dropped to 15 mmol/l and then she was discharged at 1:00 am on (B)(6) 2018. The customer also stated that she had changed her infusion set on (B)(6) 2018. The cause of hospitalization per health care professional was not determined. The customer stated that the up arrow was not working properly and had visited the health care professional before the call and her doctor advised to replace the insulin pump. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08600 inches. Insulin pump was received with intermittent all buttons response due to flattened all the buttons dome switch (no crease). No moisture damage on keypad trace noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.